Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(6) registry. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). An intermacs report was received which indicated that the patient had severe left ventricular dysfunction; pump dependent. There was a history of non-compliance reported. The patient failed to charge their batteries and became immediately symptomatic and expired.